Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon had problems with the quality of seal of the device when sealing lymph nodes for he had to aspirate patients post-operatively because of lymphocele.